Event description:
Healthcare professional reported "leaking implant". Healthcare professional reported "you can close the claim, no leak". This record is for the unknown-side. Device remains implanted.

Manufacturer narrative:
E1. Zip code continued: v6e 4m3 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "leaking implant". Device remains implanted.